Event description:
During a vaginal examination, the lower blade of the speculum broke creating a sharp, pointed edge and lacerated the pt's right vaginal wall. The condition of the pt is unknown at this time. This event was reported to the FDA by the complaint. The customer did not provide a pt identifier.

Manufacturer narrative:
This device has not been returned to welch allyn for evaluation. A follow-up report will be submitted when the evaluation is complete.